Manufacturer narrative:
D4 lot # - corrected from 30881959 to unknown. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the right middle cerebral artery (m1 segment) saccular (previously treated) procedure, subject flow diverting stent was successfully implanted, three months post procedure the patient had right emispheric stroke (pt had a left emisyndrome) and cta (computed tomography angiography) showed tight ischemic lesion. Outcome is still on going. According to site this adverse event had a possible relationship with the procedure, subject flow diverter and disease under study, unlikely related to an underlying condition and probable relationship with dapt (dual anti-platelet therapy). No additional information available.

Manufacturer narrative:
B2 outcomes attributed to ae - updated. B5 executive summary - updated. F10 / h6 health impact code grid - health effect - impact code - updated. D4 lot # - corrected from unknown to 22320517r. Catalog#, product long description, gtin# - updated. H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the anatomy was tortuous. A therapeutic intervention was taken to address the adverse events. It was not reported what treatment was given to the patient to resolve the ae but the patient was put on any medication. The patient's current status is good conditions. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the right middle cerebral artery (m1 segment) saccular (previously treated) procedure, subject flow diverting stent was successfully implanted, three months post procedure the patient had right emispheric stroke (pt had a left emisyndrome) and cta (computed tomography angiography) showed tight ischemic lesion. Outcome is still on going. According to site this adverse event had a possible relationship with the procedure, subject flow diverter and disease under study, unlikely related to an underlying condition and probable relationship with dapt (dual anti-platelet therapy). No additional information available. Update: received additional information on 19-jun-2023 stated that there was therapeutic intervention and the patient was put on medication. The patient's current status is good conditions. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during the right middle cerebral artery (m1 segment) saccular (previously treated) procedure, subject flow diverting stent was successfully implanted, three months post procedure the patient had right emispheric stroke (pt had a left emisyndrome) and cta (computed tomography angiography) showed tight ischemic lesion. Outcome is still on going. According to site this adverse event had a possible relationship with the procedure, subject flow diverter and disease under study, unlikely related to an underlying condition and probable relationship with dapt (dual anti-platelet therapy). No additional information available.